Manufacturer narrative:
The field complaint of premature discharge of battery was not confirmed. The device was received with normal device characteristics. Analysis of device image indicated that the device was within normal range of operation. Further analysis performed did not find any anomalies, with battery voltage above elective replacement indicator (eri) level. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
During follow-up, the device was observed to prematurely reach elective replacement indicator (eri) level. The event was resolved by explanting and replacing the device. The patient was in stable condition.